Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the issue was due to the start button did not turn on by itself. To resolve the issue, fse rebooted the system four times and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the host pc was unable to boot up properly. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.